Event description:
Pt underwent kyphoplasty with methylmethacrylate for l3 compression fracture in 2002. Then had resurrent fractures at l2 and l1, which were again treated with kyphoplasty with methlymethacrylate in 2003. Within 4 weeks another compression fracture developed at t12.